Event description:
Per affiliate: the device had a blank display without alarming, in addition, the customer never receives alert for low or depleted battery, neither does the pump alarm for empty reservoir. The customer woke up with high bg and the reservoir was empty and did not receive any alarm.